Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that there was no specific complaint related to an atrial cable. The problem was confirmed with the atrial connector on the epg.

Manufacturer narrative:
Product analysis : incoming inspection revealed that the atrial cable (positive/negative) had failed during multiple tests. The atrial cable was returned to the customer; customer was advised not to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced an unspecified failure. The epg was returned for service. No patient complications have been reported as a result of this event. It was further reported that upon incoming inspection, that the atrial cable had failed.